Event description:
Ous MDR - after an implantation period of about 56 months, it was reported that the device could not be interrogated during a routine follow up. The pacemaker was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. At a next step the device was interrogated without peculiarities. The device interrogation revealed the battery status eri, which was triggered on the (B)(6) 2016. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. In conclusion, the pacemaker was fully functional and the eri battery status was anticipated. The clinical observation could not be confirmed during analysis. In particular, the pacemaker could be interrogated without anomalies.